Event description:
During pre-dilatation prior to stent placement a dissection was observed. A wiktor stent was implanted in the target lesion successfully and a gr2 stent was implanted distal to the wiktor stent to address the dissection. Vessel dissection is a known potential adverse effect of coronary angioplasty. No product performance issues or pt complications were reported.